Manufacturer narrative:
The device was manufactured june 8, 2017 ¿ june 10, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of three (3) large volume infusors were leaking. The leaks were identified after being filled with unspecified medication and before patient use. There was no patient involvement. No additional information is available.